Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. An evaluation of the device cannot be performed as the device was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy procedure, the trigger on the speed cinch locked up after the surgeon attempted to deploy the second implant. A second speed cinch of the same lot number was used and the first implant was successfully deployed, however, when the surgeon went to deploy the second implant, the trigger jammed and the implant did not deploy. The incident report states that implants were left in the patient's meniscus. *additional information has been requested. Patient is a female, (B)(6). Follow-up information: implant number one from the first device was left in the patient. The case was completed with 4 of the older version meniscal cinch (ar-4500). The complaint devices were disposed of in the sharps.